Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for follow-up. Post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were made during the device check.

Event description:
New information notes that another instance of non-sustained rv oversensing episodes due to post-paced twave oversensing was observed. Programming changes were made. The patient was stable.